Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest. The patient also reported an existing mole under the lifevest that began to bleed. The patient's physician prescribed a cream, bandage, and an antibiotic. Follow up indicated that the irritation improved.